Event description:
10/13/95 pt had catheter inserted. On 8/5/96 it became evident that the catheter was not functioning (chest x-ray). While the radiologist was reading the film it was noted tht the catheter was broken in 2 pieces; each approx. 15 cm long. It was decided by the physician that radiology would remove the piece that was lodged in the vascular system.